Event description:
It was reported that the user experienced fluctuating glucose levels while using the ilet, with elevated glucose earlier in the day that normalized after an infusion site change, followed by an episode of hypoglycemia to 47 mg/dl that occurred after low-glucose alerts were not treated in time; the event was managed with oral glucose. Symptoms included hypoglycemia with dizziness, muscle weakness, and distress. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, and a usage problem was identified related to failure to follow instructions for timely treatment of low-glucose alerts; no device component issue was applicable. It was concluded, based on previously established findings for similar reports, that the cause was an improper or incorrect procedure or method by the user.